Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Event description:
It was reported that the cassette caused pump to exhibit a high pressure alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The samples were received in used condition without the original package. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. During the visual inspection of the extension, an occlusion was observed between the tube and the filter, and the complaint was confirmed. Further analysis was conducted to determine the root cause of the reported issue, and it was observed that water was unable to pass through the fluid pathway as the assembly was occluded. It was discovered that excess solvent in one of the bonding unions generated the occluded tube. The root cause was traced to the manufacture and the assembling process. For corrective action an awareness notification was generated to explain the importance of following up correctly on the bonding process documented in procedure. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).